Event description:
According to the available information the inflatable penile prosthesis was revised/replaced on (B)(6) 2020 due to inflation difficulties/patient dexterity. Additional information received from the territory manager indicated: ¿patient lacks the dexterity to inflate/deflate the prosthesis. Pump and cylinders replaced with a malleable. Reservoir was not removed. It was drained and retained.¿ a titan pump and two cylinders were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of patient preference quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of patient preference quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Date of implant: 2020.

Event description:
According to the available information, the patient lacked dexterity to inflate/deflate the prosthesis. The pump and cylinders were replaced with a malleable implant. The reservoir was not removed; it was drained and retained.